Event description:
As reported on (B)(6) 2014 a pt of unk age and gender presented for an endovenous laser procedure. During preparation for the procedure, when the sterile device packaging was opened, it was noted the fiber was fractured inside of the package. The disposable device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the pt due to the event as the disposable device did not come into contact with the pt. It was reported that the device involved in the incident is not available to be returned to the MFR for eval as it was disposed of by the user.

Manufacturer narrative:
It was reported that disposable device was discarded by the user and is not available to be returned to the MFR for eval. An investigation into the root cause of this incident is currently in progress. The results of the device eval will be sent via a follow up medwatch. A review of the device history records was performed for the reported lot for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications.